Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) found a non-significant anomaly. The anchor did not properly detach from the ascenda tool, but was still usable. The catheter was returned in two segments with the anchor attached. The distal side of the anchor folded inside itself while attached to the catheter body of segment 1. There was no occlusion noted during the decontamination of the catheter. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube. The anchor was still used by the healthcare professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a physician in (B)(6) regarding a female patient receiving intrathecal gabalon via an implanted pump. The patient's underlying disease was reported as congenital spinal spastic sacral agenesis syndrome; also reported as congenital spinal hypoplasia of sacral agenesis and disease of congenital myelatelia sacral defect syndrome. The diagnosis date was (B)(6) 1977. There were no concomitant medications. The patient had a surgical history of a spinal cord stimulator implantation on (B)(6) 2015. The patient had no allergic, alcohol, smoking, or history of an adverse drug reaction. The patient had physical and work therapy. The date of device implant was (B)(6) 2015. The gabalon daily dose was 60 mcg/day (also reported as 50 mcg/day) with a dosing period from (B)(6) 2015 - continuing. The itb (intrathecal baclofen) ascenda catheter was inserted and placed near the site where the spinal cord stimulation lead was inserted. At the first implant of the catheter, the power to sustain the catheter was not enough because of the insertion angle and distance to the back muscle layer and thin muscle due to the underlying disease. On (B)(6) 2015 the patient noticed there was swelling around the catheter site in the back. On (B)(6) 2015, the patient visited the hospital and sought medical a dvise where x-ray and CT scan were performed. It was confirmed that the tip of the catheter dropped/migrated to around thoracic level 6 and there was csf (cerebrospinal fluid) and fluid accumulation in the back. The physician believed therefore the catheter went down gradually, and pocket formation, csf leak, csf accumulation, catheter coiling and csf flow to the abdominal area occurred. On (B)(6) 2015, puncturing and drainage, paracentesis., of csf accumulation was conducted (back). On (B)(6) 2015, puncturing and drainage, paracentesis, of csf accumulation was conducted (abdominal area, around the pump). On (B)(6) 2015, fluid collection was confirmed again. It was the day of pump refill. After puncturing and drainage, paracentesis was performed, the refill was conducted. On (B)(6) 2015, the patient was hospitalized the event was classified as serious. Myelography from the catheter access port was conducted. Following the myelography, a CT myelogram was conducted and csf leak and accumulation around the catheter and flow into the abdominal area were confirmed; fluid retention and hyperemia into the abdomen. It was also reported that sialography from the catheter access port was performed. CT sialography was performed with a pull; spinal fluid leakage and accumulation near the catheter as well as congestion in the abdominal region were confirmed. A catheter x-ray study was performed on (B)(6) 2015; the findings were abnormal in that t he tip of the catheter dislodgement to thoracic level 6. On (B)(6) 2015, catheter contrast radiography was conducted to check the catheter running, and it was confirmed that the position of the tip of the catheter dropped to t6 (also discrepantly reported as t5) from c3. The coiling catheter was confirmed in the back, so the catheter was replaced on (B)(6) 2015. The patient had not experienced and overdose, withdrawal, or resistance in relation to the event. The outcome was unknown as the catheter repositioning occurred the day of the procedure . There was reported that the gabalon, the investigational drug, was not changed, and there was no intervention performed with the pump. However, it was also reported that the patient was treated with gabalon intrathecal (0.05%) at a dose rate of 50 mcg/day in simple continuous mode. The dose was increased on (B)(6) 2015 tp 118 mcg/day, and it was increased again on (B)(6) 2015 to 150 mcg/day. On (B)(6) 2015, the concentration was changed to 0.2% gabalon intrathecal and the dose was increased to 170 mcg/day. Per the attending physician's assessment and it was inferred that the patient had symptoms which required placement of an intrathecal baclofen catheter by inserting it from a point near the insertion site of the spinal cord stimulating electrode. The catheter support performance was inadequate at the initial catheter implantation due to the insertion angle in the dorsal muscle because of the patient's underlying disease. This may have resulted in the migration of the catheter backwards, formation of a pocket of cerebrospinal fluid leakage, csf accumulation, catheter coiling, and pressure by the csf on the abdomen. There was no causal relationship of the event to the drug, pump, programmer, or surgical procedure. Regarding the causal relationship with the catheter it was reported as "unknown and "yes". Additional information was received from the health care provider (hcp) who indicated this was a trouble of ascenda catheter of which quality was improved and analysis was requested as the cause is unclear. The lot number and indication for use were requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product model and lot# updated.

Event description:
Information was received on (B)(6) 2016 from the representative who reported that regarding the catheter contrast study performed (B)(6) 2015, downward dislodgement of the catheter tip from c3 to t6 was noted. The catheter was coiled in the dorsal area. In the image, the catheter on the spinal cord side had fallen and the catheter motion was coiled up in the back.the lot number of the gabalon was requested but reported as unknown. Should additional information be provided a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump serial number was previously reported as (B)(4). Additional information rec¿d reported that the correct serial number is (B)(4). If information is provided in the future, a supplemental report will be issued.